Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in. Pact av access was used to treat the right arm cephalic arch. Approximately 22 months post procedure patient suffered vessel restenosis in access circuit of arteriovenous fistula. Angiography demonstrated severe long stenosis in cephalic arch peripheral to stent lesion #2, and the swing point outflow vein lesion #7. Target lesion not treated. 4x40mm balloon advanced across swing point. Study demonstrated improved luminal diameter. Repeat angioplasty performed with 5x40 <(>&<)> 6x40 mustang. Angioplasty exhibited less than 30% residual stenosis. Cephalic arch treated with 7x40 mustang. Then treated with 7x40 lutonix drug coated balloon. Final fistula gram demonstrated adequate flow. Subject was not in a life-threatening situation when intervention was performed. Patient recovered.